Event description:
It was reported that a patient underwent an atrioventricular nodal reentry tachycardia (avnrt) atrial fibrillation ablation procedure with a varipulse catheter and a navistar catheter and the patient experienced a transient ischemic attack (tia). The physician had reported tia for his patient that underwent pulse field ablation (pfa) ablation on (B)(6) 2026. The patient had double vision, tingling sensation in the extremities and numbness. Computed tomography (CT) was performed for the patient post ablation and the results were negative. The patient recovered within 24 hours of the event/symptoms. Patient required extended hospitalization for monitoring. The physician informed that the transeptal for this case was tough as it took 45 mins to go across. The case included change of sheaths for transeptal as well as multiple sheath exchanges through the septum. The afib pulmonary vein isolation (pvi) ablation was successful with activated clotting time (act) above 380-400 and effective pfa ablations with tissue proximity indication (tpi). This patient also had avnrt that was treated with radiofrequency (rf) post pvi and the physician isn't sure if there was a shunt while pulling the catheters and sheath to the right for avnrt ablation. The number of ablations performed was 20, all within the pulmonary veins.

Manufacturer narrative:
Device investigation details: an analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable. Importantly, the mechanism for an incidence of stroke is multi-factorial. The risk of neurovascular events may increase if a high number of ablations, stacking of ablations and/or ablation outside of the pulmonary veins are delivered. The instructions for use (IFU)s are instructions that provide detailed guidance on how safely and effectively use a medical device. It is the physician¿s responsibility to review the patient¿s medical history and make the best-informed decision based on all available information. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Note: for field d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref.#: (B)(4).